Event description:
An open circuit, due to a malfunctioning wire, resulted in repeat brain surgery to correct. The battery side wiring was intact. It was noted that the patient did not suffer a fall or have unusual movements causing torque to the wires. Additional information has been requested, a follow-up report will be sent if additional information becomes available.